Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be operator error, user related (eg: incorrect catheter size used, insufficient lubricant applied). A potential root cause for this failure mode could be wrong product size, problem control panel circuiting etc causing low or high build up gauge. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had pain in the urethral opening and localized injury and infection after the foley catheter catheterization, which was immediately discontinued. The patient also experienced lesions, redness and swelling, urinary tract infections, tingling. It was unknown what medical intervention was provided.